Event description:
It was reported on (B)(6), 2025, at the hospital the doctor found that the central venous catheter was leaking during the surgical procedure, and because the catheter had been implanted in the patient's body, the doctor chose to cut off the leaking part of the catheter and use the extension tubing to connect it to complete the surgery. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak is confirmed; however, the exact cause is unknown. One photograph and one video of a groshong were returned for evaluation. An initial visual observation of the video showed clinical use of the catheter. When the catheter was flushed with a clear liquid, a dripping leak was observed emanating from the catheter tubing near the 55cm depth marking. There were no distinguishing features in the returned photograph and video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.